Event description:
It was reported that, during patient use, a ventilator generated an alert. The ventilator was removed from the patient, with no patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) was returned for investigation. A visual inspection was performed and no anomalies were found. Performance tests were then done using a test ventilator. The customer reported failure could not be duplicated during the 24 hours of testing. No errors or alarms were generated during testing. The customer reported malfunction was not verified. Previous investigations have indicated that the probable root cause could be the cabling from bd pcb to the graphic user interface (gui) cpu pcb.

Manufacturer narrative:
(B)(4).